Event description:
The facility representative reported a flogard infusion pump that cannot turn on. It is unknown in which care area or the process step at which this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon further investigation, the quality engineer confirmed the reported condition as a damaged battery. The damaged battery was replaced to resolve the reported condition. Should additional relevant information becomes available, a follow-up MDR will be submitted.